Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) was returned from an unknown source following patient death. Information identified in the paperwork indicated the patient died 2 months post implant of the ICD. A cause of death was reported on the paperwork as staphylococcal septicemia. No additional information was provided.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.